Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Additionally, it was reported that the pump battery would not hold charge. It was also reported that the pump caused insulin to be wasted. There was no information provided regarding the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding theses issues was provided.